Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) along with watchman access system (was) on related complaint. Blood was on the device as received. The implant was deployed and connected to the core wire. The implant was measured. The hub, shaft, tip, markerband, core wire, and implant were microscopically examined. There were numerous kinks throughout the shaft of the wds. The wds tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07605. It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure procedure was being performed. A 30mm watchman® aaa closure device and delivery system (wds) was inserted into the watchman® access system (was) and there was movement noted. The physician withdrew the wds and reinserted the pigtail catheter to reposition the was. The same was advanced into the distal laa. The pigtail removed and the same wds reinserted and positioned in the laa. A flow of contrast noticed outside the laa, so the wds and were removed from the patient. They noticed a perforation of the laa and the patient had a pericardial effusion which resulted in a drop of blood pressure. They treated it with a pericardial drain. The patient underwent surgery to repair the perforation and is currently stable. After reviewing the angiogram, the physician suspected the perforation occurred when advancing the into the distal laa.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07605. It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure procedure was being performed. A 30mm watchman® laa closure device and delivery system (wds) was inserted into the watchman® access system (was) and there was movement noted. The physician withdrew the wds and reinserted the pigtail catheter to reposition the was. The same was advanced into the distal laa. The pigtail was removed and the same wds was reinserted and was positioned in the laa. A flow of contrast was noticed outside the laa, so the wds and was were removed from the patient. They noticed a perforation of the laa and the patient had a pericardial effusion which resulted in a drop of blood pressure. They treated it with a pericardial drain. The patient underwent surgery to repair the perforation and is currently stable. After reviewing the angiogram, the physician suspected the perforation occurred when advancing the was into the distal laa.